Manufacturer narrative:
The product was returned for analysis. Interrogation results indicated that the device was at the elective replacement indicator (eri) or end of life (eol). The longevity assessment and visual screen test were acceptable.

Event description:
It was reported that the patient presented to the hospital with skin discomfort. The insertable cardiac monitor (icm) was explanted. There were no patient consequences.